Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported tat the patient presented in clinic with an implantable cardioverter defibrillator that was oversensing post paced t-waves. Programming changes were made, and no patient symptoms were reported.